Event description:
Report received indicated that there was capture difficulty with the basket during procedure. The intended procedure was stenting to the internal carotid artery (side unk). The vessel calcification and rate of stenosis were unk but there was mild tortuosity. When the physician tried to retrieve the angioguard from the pt's body he couldn't completely capture the basket into the capture sheath. The angioguard was at it. It was reported the procedure was done without other problems.

Manufacturer narrative:
This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.